Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, two openings on the posterior and radius, broken on the plug strap and calcification white particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, one opening striated on radius, wear abrasion and broken striated on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. A striated broken on the plug strap due to surgical damage consist in the use of some surgical tool. One striated opening due to surgical damage consist in the use of some surgical tool.